Manufacturer narrative:
The investigation for the access site bleed and the hemolysis has been completed. Returned complaint device was visually inspected. Canula kink was found near outlet observed. No sharp edge or broken blade found. No biomaterial observed. Data log reviewed finding no motor current (mc) spike observed outside of p-level changes. No positioning issue observed. Suction alarms occurred. Clinical stated that additional sutured added to stop bleeding. Hemolysis issue reported, echo with pump measured deep and pulled back 2cm, no hemolysis reported and patient reported to be stable. The root cause of access site bleeding most likely was use related since extra sutures needed to achieve hemostasis. The root cause of hemolysis issue most likely was improper positioning related since echo with pump measured deep and pulled back 2cm, and on (B)(6) 2024 no concern or issue stated and patient reported to be stable. Cannula kink may occurred during removal.

Event description:
The complainant reported that the patient on impella cp support developed oozing at the impella access site. Sutures were added. It was also reported that labs were hemolyzed. One unit of prbc was given after hemoglobin dropped. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿